Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal portion was received measuring 43.5 cm. Analysis was performed and no anomalies were found. It was also noted that the inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo and visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 4068-58, implantable pacing lead, implanted: (B)(6) 2001; 694965, implantable tachy lead, implanted: (B)(6) 2005; 419488, implantable pacing lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported the right atrial (ra) lead exhibited high thresholds and poor sensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.